Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer noted that the battery was low, so she changed the battery, after which she reported that the insulin pump did not turn on. The customer's blood glucose was 78 mg/dl. The customer did not observe any significant events leading to the alarm. She stated that the insulin pump had not been pressed against anything or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error alarm and had an intermittent esc and act button response due to corroded keypad traces. No display anomaly noted. The insulin pump was unable to verify for operating currents including low battery and off no power alarm due to no esc and act button response. The insulin pump was received with missing display window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.